Manufacturer narrative:
Continuation of d10: 24970a programmer base 5076-58 lead 457453 lead w2dr01 implantable pulse generator (ipg) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that noise was experienced when the analyzer surgical cable was connected in an attempt to measure the lead. Changing out the mobile programmer base failed to resolve the issue. A non-company alternative programmer was used to complete measurement. No patient complications have been reported as a result of this event.